Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2009 alleging that onetouch ping meter had a damaged display. He claimed 1 hour after discovering the display issue, he developed a headache but denied receiving any form of treatment. No blood glucose results were reported. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because, the damaged display issue was not resolved with troubleshooting. Replacement products were still sent to the patient.